Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 2016 where an attune cr rp was implanted. Patient was revised to treat painful and unstable knee. Upon entering the knee (B)(6) 2020 the knee was stable in full extension but was unstable at 90 degrees with the medial side opening approximately 5 mm and the lateral side opening approximately 7mm. The femoral component, bearing and tibial components were removed leaving the patella in situ. An attune revision component was implanted. The femoral components was moved posteriorly and upsized to a size 6 in order to tighten the flexion gap. The component was internally rotated to equalize the flexion gap. The procedure was completed without complications.